Event description:
Right-side MRI indicated rupture.

Event description:
Right-side capsular contracture, baker grade 3.

Manufacturer narrative:
Sientra complaint case-(B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.